Event description:
It was reported by service report that there was a hydraulic fluid leak and the jack cannot be pumped up. The service report notes do not indicate if there was pt involvement or adverse consequences reported.